Event description:
Medics responded to a call for an unresponsive patient. Leads attached to patient and observed they were in fine v-fib. Non-zoll multi-function electrodes were attached to the patient, unit charged to 200 joules but did not discharge. Pad contact to patient checked. Device turned off/on, device charged to 360 joules and successfully discharged. Patient was converted to asystole and pacing was begun. Capture was established and patient was put into vehicle for transport; at that time the device shut down. Complainant indicated that another device was obtained to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.